Event description:
Related manufacturer reference number: 2017865-2022-13184. It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high capture thresholds. The ra and rv leads were capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.